Manufacturer narrative:
The device is not available to be returned to the manufacturer for evaluation. An investigation into the root cause for the event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference: (B)(4).

Event description:
A nurse reported an issue with a CT w/8fr detached poly cath w/vi smartport. The port was implanted by a general surgeon into the right subclavian with distal tip overlying the region of the cavo-atrial junction. In march, while chemotherapy treatment was infusing, the nurse assessed the port to find leakage around the port. The infusion was immediately stopped. Fluoroscopic imaging found the port flushed easily with saline; however, it would not aspirate. 10 ml of contrast was injected with intermittent fluoroscopy demonstrating contrast leak from the midportion of the catheter, just inferior to the clavicle, consistent with fractured tubing. 65 days after implantation, the port was removed by an interventional radiologist, and the tubing was visually confirmed to be bent and fractured.